Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 49 cm proximal to the tip. Only the distal segment was received for analysis. The available segment was subjected to a throughout inspection. The analysis revealed severe signs of abrasion along the area of the tricuspid valve. At this position the conductor cables to the rv shock coil and ring electrode were found exposed. A large amount of tissue was found on the proximal part of the rv shock coil,which indicates that the lead was ingrown at this position. Based on the characteristics and location of the observed damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. It cannot be excluded that the ingrown of the lead contributed to this observation. The received x-ray images were inspected and did not reveal any peculiarity. Further inspection showed a deformed rv shock coil, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 76 months, a possible lead fracture was reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.